Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed record of cs alarm (052- processor communication error) on (B)(4) 2015 resulting from moisture contamination inside the pump. On examination, there was visible moisture behind the display screen lens and the pump case was cracked in the right-hand corner of the display area. A leak test revealed moisture ingress into the pump at the sight of case damage. On investigation the pump powered on with audible tone and vibration alert intact; however, the display screen remained blank. Complete investigation was not possible due to the blank screen. The pump was opened for investigation and revealed moisture contamination in the pump¿s interior compartment. Investigation confirmed the allegation of moisture ingress.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.